Event description:
It was reported that the patient had not felt stimulation in "over a month" on (B)(6) 2012. The patient was having telemetry issues with his recharger and patient programmer and a potential overdischarge was mentioned. On (B)(6) 2012 it was reported that the patient was unable to "recover" the battery after two attempts. The patient was also to be scheduled for a battery replacement. On (B)(6) 2012, it was reported by the patient's health care provider that the patient had "stopped charging" his device "last year." There was no injury to the patient; however it is unclear if this was related to the replacement or to the recharging and re-setting of the device. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information indicated the patient did have a spinal cord stimulator (scs) device but the serial number was unknown. The device could not be read at the time since the battery was dead. Device replacement had been scheduled but was cancelled for the time being. There was no expected replacement date at the time of the report. The patient did still want to have a new scs device because it was stated that it had worked well for him.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
Additional information received reported that the healthcare provider (hcp) had no record of the patient having a spinal cord stimulation device. It was stated that the device was removed, but no date was provided. It was unclear which device was being referred to as no corresponding identifiers were reported. It was noted that the patient had an appointment with the hcp next week. It was indicated that the hcp would determine if the patient actually had a device and will follow up with any new information. No further information was reported as of the date of this report.